Event description:
It was reported that multiple devices were found with specific issues, including icons on the oled screen such as a handle with an exclamation mark, an empty red battery icon crossed by a bar, and a handle crossed out with a red circle and an exclamation mark on top. Six handles exhibited a problem where, after a few minutes on the single bay charger, the indicator light turned red. One power handle error also appeared on the screen. Each affected handle was replaced with another handle. There was no patient involvement. Pli60 medtronic's initial evaluation of the incident device observed vented battery was determined to be from battery degradation (component failure). Pli70 medtronic's initial evaluation of the incident device found vented battery was determined to be from battery degradation (component failure) pli80 medtronic's initial evaluation of the incident device found vented battery was determined to be from battery degradation (component failure).

Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle - sn: (B)(6). Sigphandle - sig power sigphandle handle - sn: (B)(6). Sigphandle - sig power sigphandle handle - sn: (B)(6). Sigphandle - sig power sigphandle handle - sn: (B)(6). Sigphandle - sig power sigphandle handle - sn: (B)(6). Sigphandle - sig power sigphandle handle - sn: (B)(6). Sigphandle - sig power sigphandle handle - sn: (B)(6). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted noted there were no abnormalities that would have caused or contributed to the reported condition. The handle was received with a fully depleted battery. The handle was inserted into an rpa charger running v16 software to charge. The handle was removed from the charger but it did not initialize. The data stored in the battery was analyzed using texas instruments bq evaluation software. This shows the battery cell balancing differential limit was exceeded. Once the limit is exceeded the battery is shut off and will not charge or power the handle resulting in an unresponsive handle. The handle was opened up and both battery cells were found to be vented. The data saved to the handle could not be accesses. The battery was replaced with a known working handle. The handle powered on and displayed the software version screen without the version number during initialization. The handle was connected to master control panel (mcp) and the device software blob could not be read. The inability to read the software blob is a sign of the micro secure digital (sd) card being corrupted. It was reported that powered handle was not charge. The reported issue was traced to com ponent failure. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.